Event description:
It was reported that during a shoulder arthroscopy procedure, the ceramic broke off. No adverse consequences were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.